Manufacturer narrative:
Mentor became aware that the device manufacturing date and expiration date for lot number: 6750182 were erroneously omitted in the initial report sent on july 31, 2020. The dates are the following (manufacturing date: 08/22/2013, expiration date: 08/31/2018). For lot: 6755946: a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. (Manufacturing date: 09/09/2013, expiration date: 09/30/2018). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. For lot 6750182: a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. For lot 6755946: a manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent primary breast augmentation with two 315cc mentor memoryshape breast implants, suffered unilateral capsular contracture; baker grade iii on an unspecified side, post-procedure. The capsular contracture was diagnosed by a doctor. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The following lot numbers and serial numbers were provided but it was not specified which breast had the capsular contracture: (left: catalog: 3541258 lot: 6750182 sn: (B)(4) and right: catalog: 3541258 lot: 6755946 sn: (B)(4)). Follow-ups were performed but no information was received. If clarification is received, a supplemental report will be submitted.